Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used during a procedure performed on an unknown date. During the procedure, the balloon burst at 10 atm. The procedure was completed with a different model device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.